Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The motor device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by switzerland that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that the control unit and motor were damaged, partly rusted, there was a hole in the hose (cord) and damage, and liquid damage. It was also noted that the device failed pre-repair diagnostic tests for loctite and cable assessment, air pump assessment, and handpiece temperature assessment. It was noted in the service order that the pin was damaged on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.